Manufacturer narrative:
The matter is under investigation.

Event description:
During the course of providing routine support, a welch allyn representative found that the clock time on two cpus on the network were off by 16 minutes (compared to the correct time of day). The representative reset the clocks to the correct time of day. There was no report of any patient harm as a result of the indicated event.